Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving the medical device fb126r - varady mini-varix exdissector 170mm. Specifically it was reported that during a surgical procedure, the distal tip of the medical device fractured and detached. The detached fragment was not located, however, a postoperative x-ray confirmed that no fragment remained in the patient's body. The healthcare facility indicated that the fragment was most likely discarded. No further adverse consequences were reported for the patient and no additional intervention was required. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).